Manufacturer narrative:
Device received not deployed with the slide insert not visible through the viewing window. Adhesive pad not attached to returned device. Data downloaded from the device indicates a rotational sensor malfunction prevented the device from completing enough priming pulses to deploy. Otherwise, no damages or defects noted. The device was manually deployed, the needle mechanism was reset, ratchet gear manually advanced, and the device successfully deployed again.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was not worn.